Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and dispatched a philips field service engineer (fse) onsite for further evaluation. Functional testing/service repair/technical investigation: once onsite, the philips fse confirmed the customer's alleged malfunction and diagnosed the mainboard as the root cause of the issue. A good faith effort (gfe) response confirmed no audio came from the device and there was a speaker inoperative message present at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to the main board. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer and dispatched a philips field service engineer (fse) onsite for further evaluation. Functional testing: once onsite, the philips fse confirmed the customer's alleged malfunction and diagnosed the mainboard as the root cause of the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a speaker malfunction. It is unknown if the device produced sound at time of report. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and dispatched a philips field service engineer (fse) onsite for further evaluation. Functional testing/service repair/technical investigation: once onsite, the philips fse confirmed the customer's alleged malfunction and diagnosed the mainboard as the root cause of the issue. The faulty main board was replaced and tested; it meets the functional specification. The device is returned to normal operation. A good faith effort (gfe) response confirmed no audio came from the device and there was a speaker inoperative message present at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the main board. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.